Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft and cuff were implanted during the emergent endovascular procedure for the treatment of a 70mm ruptured abdominal aortic aneurysm on an unknown date . It was reported there was no particular problem noted during follow-up, but a CT over 2 years later , there was suspicion of a type ia endoleak. The physician carried out an intervention where a 36 mm cuff was added to the proximal side using a double chimney technique. Although the leakage was reduced, it remained, so it a coil embolization was performed in the gap. As per the physician the cause of the event was due to patients own anatomy there were changes in the shape of the blood vessel and the proximal side of the stent might have floated as if it was pulled by the aneurysm, leading to a type ia endoleak. No additional clinical sequelae was provided and the patient will be monitored.